Event description:
It was reported that the user contacted support with low remaining insulin in the pump and was advised to change supplies before bed to ensure overnight insulin delivery, and later a blood glucose value of 219 mg/dl was documented while using the ilet, with the cause of hyperglycemia unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.